Event description:
It was reported that the downstream occlusion (dso) seal on the bottom of the device was delaminated, and the seal had been compromised. Additionally, per reporter, the battery door was cracked on the underside. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The reported issue was confirmed as the downstream occlusion (dso) seal was delaminated. However, a breach of the seal was not indicated by the investigation. The dso seal was replaced, and the device passed all testing.